Event description:
Additional information was provided that the patient's driveline was damaged and repaired with rescue tape.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there were driveline disconnects at the end of the log file. The remainder of the log file is unremarkable.

Manufacturer narrative:
Section b5, d4, h4: additional information. Manufacturer's investigation conclusion: review of the submitted log file data revealed no pump-related issues. Moreover, the account did not report any pump-related issues or adverse events under this complaint. The clinical consultant reported on (B)(6) 2020 that the patient was issued a new system controller (pcx-13380). It was stated that audible backup battery fault alarms occurred and it was discovered that the new controller¿s internal backup battery had expired before the controller¿s expiration date. The patient was issued the controller but the backup battery was replaced with a new one from the center¿s stock and a replacement backup battery was requested. A system controller log file was submitted by the account for review on (B)(6) 2020 with no specific issues reported. Technical services personnel reviewed the log file and communicated to the customer that the log file captured odd strings of power cable disconnects on (B)(6) 2020. It was additionally noted that there were driveline disconnect events at the end of the log file and the remainder of the log file was unremarkable. The customer was asked whether the system controller was replaced in an attempt to resolve the odd power cable disconnects; however, the requested information was not provided. The submitted system controller log file contained data on (B)(6) 2020 from 8:28 am ¿ 3:52 pm and was almost entirely occupied by power cable disconnect alarms while the system was connected to external battery power. The log file ended with driveline disconnect events shortly followed by the removal of power from both system controller power cables, which is consistent with the reported controller exchange. The pump appeared to be operating as intended at speeds above the low speed limit with overall stable parameters while the driveline was connected to the controller. The patient remains ongoing on vad-59186. The heartmate ii lvas IFU and the heartmate ii lvas patient handbook are currently available. These documents outline all system controller alarms as well as how to respond to each alarm condition in the section titled "alarms and troubleshooting". Review of the submitted system controller log file revealed driveline disconnect events that appeared consistent with the reported controller exchange. No pump-related issues were observed. Moreover, the account did not report any pump-related issues or adverse events under this complaint. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's driveline damage was reported in MFR # 2916596-2020-03383.